Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during a visual inspection of the pump, the battery compartment and battery cap threads were observed to be cracked; the battery cap secured properly to the pump. During testing, the pump was powered on and the display screen appeared dim and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, and a dim and discolored display. This report is made based on results of investigation completed on (B)(6) 2016.